Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that after two hours of booting, the programmer overheated and shut-down automatically. Analysis also noted that the power supply was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.